Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a damaged top cover. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional point of contact: contact person name, email, and phone number: (B)(6). A getinge field service engineer evaluated completed cardiosave pm to factory specifications. Replaced 9v battery per latest service manual. Consumed console cover screw kit and buna o-ring. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.no patient involvement. The failure analysis and testing dept. Received with a reported unit failure of a damaged top cover. The fat performed a visual inspection and found the part to be in good condition. The fat installed in cardiosave test fixture serial number to factory specifications and the cardiosave service manual .part was able to be installed with no issues.fat was not able to verify the reported failure of a damaged top cover. Retaining the part in the failure analysis and testing department . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.